Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis of the stent delivery system (sds) reported the sds was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the sds. The entire length of the stent implant was smashed. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The protective sheath was not returned. Due to the damage to the stent implant, the outer diameters could not be measured. Product performance engineering reviewed the incident information and analysis of the returned rx mini vision stent delivery system (sds). It was reported that the stent dislodged from the sds during preparation. Analysis of the sds noted blood and contrast visible in the guide wire lumen. This suggests that the sds was prepped as reported. The stent implant was dislodged from the balloon and returned damaged. This damage was not reported and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential causes for this type of event, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent implant dislodgement in this case cannot be determined. All online testing for the lot in question met stent dislodgement/stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there were no non-conforming material reports issued for this lot. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. There is no indication of a manufacturing quality issue. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation. No patient effects were reported. No additional event or patient information is available.